Event description:
Vns pt passed away. It was reported that the pt was hospitalized for status and died three days later due to cardiac arrest. It was reported that the pt had stopped taking their medications, resulting in the status event. The pt had been incarcerated. At last follow-up visit with neurologist approx four months prior to death, the pt reported taht they had been seizure-free, but neurologist indicated that the pt was generally amnesic regarding their seizures and associated incontinence with tonic-clonic episodes. The pt did not have a seizure diary and reportedly used their magnet on 14 occasions over a 4-month period of time. Clinic staff visited the pt regularly while they were incarcerated and confirmed that they appeared to be still experiencing seizures with possible monthly tonic-clonic episodes. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.